Event description:
The end user's spouse reported that the end user allegedly fell out of the power wheelchair while cleaning the kitchen resulting in an alleged fractured ankle. The end user did not have her safety belt on at the time of the incident.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was not wearing a safety belt and leaned forward while cleaning. The owner's manual warns end users not to lean forward and to always wear the safety belt.